Event description:
It was reported that noise that resulted in oversensing was observed on the right ventricular (rv) lead. Provocative testing was performed and the noise was not reproduceable. No intervention has been performed. The patient is stable and will continue to be monitored.

Event description:
Additional information was received that there is suspected lead damage.